Event description:
Healthcare professional reported seroma-late. Healthcare professional later reported rupture, capsular contracture, baker grade unknown and double capsule. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown. Additional, changed, and/or corrected data: a.2., b.5., d.6b., h.6., h.11.

Event description:
Healthcare professional reported seroma-late. Healthcare professional later reported rupture, capsular contracture, baker grade unknown and double capsule. This record is for the left side. Healthcare professional later reported "rupture with attached "double bubble", "grade IV capsule contraction", "recurrent peri implant bloody collection", "dense fibrous capsule with foreign body reaction with multinucleated giant cells and histiocytes and chronic inflammation" and "yellow clear sticky material". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5., a.6., b.3., b.6., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 h6

Event description:
Healthcare professional reported seroma-late. Healthcare professional later reported rupture, capsular contracture, baker grade unknown and double capsule. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported seroma-late. The device remains implanted. This record is for the left side.